Event description:
Adverse event(s): "patient impact is unknown" (no known impact or consequence to patient). Product problem(s): "system message displayed" (device displays error message). The facility biomedical engineer reported a recurrent system message displayed during start up. Multiple attempts were made for more information on the event and patient status with no response to date. The patient impact is unknown.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting the system. The tss advised the customer the laser engine may need to be replaced. The customer noted they will call back if they want the laser engine replaced. The customer is considering trading in the system for the new laser system. The customer has not called back for service. (B)(4).